Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05131 and 2134265-2017-05494. It was reported that automatic pullback failure occurred. A motor drive unit (mdu) was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was advanced for visualization, however during auto-pullback, the catheter suddenly stopped retrieving and could not show the image. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the sled was returned on overall good physical condition. The lot number sticker was missing. The returned sled was able to properly connect to the motor drive unit 5+ (mdu5+). The mdu5+ turned on, ilab system recognized mdu5+ in place. During functional testing using a test catheter, the sled was able to properly pull back and performed within specifications. The sled was able to be manually pull back with the mdu in place. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05131 and 2134265-2017-05494. It was reported that automatic pullback failure occurred. A motor drive unit (mdu) was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), an opticross imaging catheter was advanced for visualization, however during auto-pullback, the catheter suddenly stopped retrieving and could not show the image. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.